Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaked during use.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. A device history review was conducted for lot number 8141394 our records determined that this is the only instance of a occluded device occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. Root cause description: bd is currently conducting a long term study to determine the root cause for this event; preliminary results suggest that a misalignment in the manufacturing machinery may be responsible for this event. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaked during use.